Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/11/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast reconstruction with a mentor siltex round moderate profile 325cc saline prosthesis. On 5/4/2017 left sided deflation was observed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/7/2018, and erroneously omitted from the initial report submitted on 6/19/2018. The explant date has been updated to (B)(6) 2018. The left prosthesis with be replaced with a saline implant. The deflation was diagnosed through a physical examination with a physician. There were no other issues noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast reconstruction with a mentor siltex round moderate profile 325cc saline prosthesis. The final fill volume of the prosthesis was 360cc's. On (B)(6) 2017 left sided deflation was observed. As a result, replacement with a mentor smooth round moderate profile 325cc saline prosthesis was performed on (B)(6) 2018.